Manufacturer narrative:
A medtronic representative went to the site to perform a system check out and they found that the system had no issues and was functioning as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery. It was reported that registration was not successful. It was found that there was no problem with the system, but that the problem stemmed from the usage of the system. The non-invasive patient tracker(nipt) and the position of the nipt displayed on the navigation screen were out of alignment. The navigation was aborted to complete the procedure. There was no patient harm and the procedure was not delayed.